Event description:
The clinic reported that a laser vision correction patient presented at the one day post op exam with trace dlk (diffuse lamellar keratitis) in the left eye. The steroid drops were increased to treat the dlk. The patient's post op uncorrected visual acuity was 20/20 in each eye.

Manufacturer narrative:
The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.

Manufacturer narrative:
Placeholder.